Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that during an unknown occurrence, a bd vacutainer® urine collection, bulk tube, 10 ml, 16 x 100 mm use, was found to be leaking. This tube was found to have urine splashing out of the urine non-additive tubes making their racks sticky. They thought this could be an instrument issue so they replaced the instrument. The problem continued to occur as the urine continued to leak out of the tube. There was no report of injury or medical intervention.